Manufacturer narrative:
Additional information was received indicating that the reported issue was discovered during preventative maintenance. Based on this information, it has been concluded that this is not a reportable event.

Event description:
It was reported to philips by a customer that the unit touchscreen is not working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme cannot calibrate touch screen. Bme stated this is an out of box failure and is unable to calibrate unit while troubleshooting unit.